Manufacturer narrative:
Continuation of d10: product ID 97715 lot# serial# (B)(6). Implanted: (B)(6) 2018 explanted: product type implantable neurostim ulator medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported patient clarified the implant charging issue as lower abdominal was low on voltage after 36 hours. The representative changed the on and off time of the battery. The issue was resolved.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID 97715 ((B)(6)); product type: 0197-implantable neurostimulator; implant date (B)(6) 2018. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient with a implantable neurostimulator (ins) experienced issues with the device's battery performance. The patient noted that the implant was taking an hour to recharge from 20%, whereas it previously took 45 minutes to recharge from 40-50%. Additionally, the implant was depleting 20-30% more than usual during the normal recharge time frame. This was the third instance of the patient reporting a battery issue within a month. The patient was advised that the recharge time might be considered normal, but they should consult with their healthcare provider regarding the decrease in battery longevity.